Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed irritations under the lifevest equipment. Patient described the area as irritations on their back. There was no alleged device malfunction contributing to the irritation. The patient¿s medical staff provided wound care and applied cleaning ointment for the skin irritation. Follow up indicated that the skin irritation improved.